Manufacturer narrative:
H10: internal complaint reference: (B)(4).

Event description:
It was reported that in surgery the hallulock screwdriver broke during removal of hallulock plate and screws. No further information was available. It is unknown the status of the patient.

Manufacturer narrative:
The product has not been received at the lyon site for evaluation and photographs were not provided, so the complaint could not be confirmed. The following investigative actions were performed: complaint history review: the complaint history review identified previous similar reported events for this device (trend on manufacturing lot cannot be done as no lot number was provided in the reported information). No adverse trend was identified. Future complaints for this failure mode will continue to be monitored and investigated as required. Risk management review (device): identified no issues which could have caused or contributed to the reported event. The failure mode was previously identified by the risk management file and the anticipated risk level is acceptable. DHR/batch record review: no review of the DHR can be done as not manufacturing lot was provided in the reported information. CAPA/nc/pra/hhe/field action review: identified no previous events or issues which could have caused or contributed to the reported event. Assessment of historical escalated cases concluded that there are no prior actions related to this device and failure mode. Device labeling/IFU review: identified no issues which could have caused or contributed to the reported event. This review determined that the device met labeling requirements upon release for distribution. The complaint alleges no injury to the patient. It could not be determined whether the device contributed to the reported event. According to risk management documentation for the hallulock instruments, application of excessive mechanical forces, improper check prior to the use or improper raw material are identified as failure mode which could result in breakage of the hallu lock driver. Based on this investigation, the need for corrective action is not indicated as no non-conformances or product deficiencies were identified and the risk level is acceptable. If additional information is later received, the complaint may be reopened. No further investigation is warranted for this complaint, though future complaints will be monitored and investigated as required. Internal complaint reference number: (B)(4).

Event description:
It was reported that, during the removal of a hallulock plate and screw, one (1) screwdriver ao blade torx t7 broke. It is unknown if the pieces fell inside of the patient. It is also unknown how surgery was resumed and if it was prolonged as consequence. It is also unknown what the outcome of the surgery was and what the patient's health condition is.